Event description:
It was reported that the patient presented in clinic for follow up. Interrogation of the patient's right atrial (ra) lead showed noise over-sensing causing inappropriate mode switch. No patient symptoms reported. Programming changes were made. The patient was stable.